Event description:
The company was made aware that the electrode array of the patient's device was placed outside of the cochlea. The surgeon reported that the patient had a difficult anatomy. A surgery was performed to reposition the patient's device due to the patient's abnormal anatomy. The patient is being monitored.